Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 493mg/dl and insulin pump alarmed for no delivery. Customer performed troubleshoot for no delivery and insulin did exit the tubing, did not alarmed for no delivery. Customer advised to monitor the insulin pump and call back if issue occurs again. Product will not be return for analysis.